Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transabdominal pre-peritoneal procedure, when suturing, the thread broke, and dehiscence occurred at all the sutured sites. Although there were barbs, the sutured parts unfastened. New device was used to redo suturing again, and the procedure was finished. The surgical time was extended by less than 30 min. There was no patient injury.